Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged that context sensitive notifications related to inter-bedside alarms do not work. The device was in use on a patient. There was no report of patient or user harm.